Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, inappropriate antitachycardia pacing therapy for supraventricular tachycardia (svt) was observed. Review of transmission noted that the intermittent competitive atrial pacing during svt caused an undersensed r-wave which ultimately resulted in speeding up the svt into the vf zone. Device detected a fast svt as vf and delivered atp which slowed the rhythm. Patient will be scheduled for in clinic visit to make the recommended programming changes.